Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient verification form filled out by the patient's spouse indicating the patient passed away. A hand-written note stated, the patient "did not want the device and it was a terrible job. He came home to die." The patient had hospice care as soon as he came home from the hospital after the device was implanted. The patient was (B)(6) old. The device was not returned to boston scientific.